Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope sheath was stretched out and parts fell off at distal end. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the distal sheath stretched and floppy, and the adhesive removed. The distal sheath glue was also chipped, lifted, and scratched. It also failed the electrical continuity test at overload ohms between distal end and connector. The distal end plastic cover, light guide lens, control body, and scope connector had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch incorrectly reported that the evis exera iii bronchovideoscope had parts fall off at the distal end. However, the customer only reported that the sheath was stretched out. The device evaluation confirmed no missing parts or spots that would show the fractured parts fell off. Instead, it was found that the bending section cover was stretched and floppy which aligns with the customer allegation. There were no reportable malfunctions with the subject device. Per the legal manufacturer, this issue of a stretched sheath is not likely to cause or contribute to death or serious injury if the malfunction were to recur.